Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. Concomitant product: d314trg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal segment of the lead was returned and analyzed. It was determined that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was also reported that the rv lead exhibited sensing noise prior to replacement.